Event description:
The patient developed an infection and it was unknown when it occurred. The company representative was asked about extension to connect to a competitive ins and was told of explant during the conversation. It was confirmed that the ins was taken out due to infection. The cause of the infection was guessed to be due to some sort of bacteria but there was no further insight as to the source of the bacteria or strain. The patient was considering implant of a new ins.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).